Event description:
During a right atrial tachycardia procedure, it was reported that prior to ablation, the physician paced through the ablation catheter and verified no phrenic nerve stimulation. However, after the third ablation, the physician paced again with the ablation catheter and noticed the diaphragm was not moving appropriately. The physician stopped the case due to the phrenic nerve may have potentially been damaged while burning the right atrium. The patient was stable and the physician expected the patient to be fully recovered. Additional information provided stated the patient stayed overnight and was released after a sniff test (diaphragm fluoroscopy). Patient condition was improved.

Manufacturer narrative:
It was stated by the customer that the product had been discarded. Thus not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Webster cs with auto ID: model #: d-1353-04-s, lot #: 15681620m. Stockert rf generator: model #:m-5463-01, serial #: (B)(4).